Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The device performs to OEM specification. The customer reported issue of no image was not duplicated. Paperwork with the returned device indicated the issue with the device was a leak. However, a comprehensive leakage check was completed; the device was not leaking. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use for the device yielded no image. There is no patient involvement and no harm reported to any patient. The intended therapeutic endobronchial ultrasound bronchoscopy (ebus) procedure was completed with a similar device. The operator of the device is a regular user of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined as not device problem was found. Olympus will continue to monitor field performance for this device.